Event description:
It was further reported that the patient encountered syncopal episode and later repeat episodes occurred. The ipl issue was resolved with lead re-intervention. Device interrogation revealed atrial lead sensing and pacing was found to be sub-optimal due to small p wave measurement, and high threshold. The cause of syncopal episodes was undetermined. The pacemaker was subsequently re-programmed vvir to ignore the atrial lead. The atrial lead remains connected to the device.

Event description:
It was reported that during surgical aortic valve replacement procedure the implantable pulse generator (ipg) encountered loss of capture likely related to an element of implantable pacing lead (ipl) dislodgement. The ipl remains in use. Revision of ipl suspected. No patient complications have been reported as a result of this event. The patient is a participant in the (B)(6) clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.